Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received prialt 25.0mcg/ml; 3.357mcg/day in an implantable pump for non-malignant pain. A motor stall was seen upon initial interrogation with no recorded recovery. The patient denied hearing an audible alarm. The patient recently had an MRI on the night of (B)(6) 2018 and the pump was not interrogated until (B)(6) 2018. The manufacturer representative reinterrogated the pump and then saw a motor stall recovery in the event logs. Technical services reviewed telemetry state with the manufacturer representative. No symptoms were reported. No complications were reported/anticipated.